Manufacturer narrative:
Details of the alleged injury were not available, however it is believed that medical intervention was needed. It was reported that the users were not raising the cot correctly and have since been retrained.

Event description:
It was reported that a user allegedly injured their shoulder while attempting to lift a heavy patient that was on the cot into the ambulance. It was reported that the cot would not reach load height. The patient was not injured or effected during this event.

Manufacturer narrative:
A visual and functional inspection was performed by a stryker field service technician. It was identified that there were no defects found that could have caused or contributed to the alleged event.

Event description:
It was reported that a user allegedly injured their shoulder while attempting to lift a heavy patient that was on the cot into the ambulance. It was reported that the cot would not reach load height. The patient was not injured or effected during this event.